Event description:
It was reported an unspecified malfunction/issue occurred. On approximately (B)(6) 2025, the patient reported being hospitalized for low blood sugar. No patient symptoms were reported. There was no information of what the cgm was displaying during this event. The patient was wearing a tandem insulin pump. The patient declined to provide further event details. Attempts to reach the patient to clarify event details were unsuccessful. The patient was ¿doing fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. The patient's lowest estimated glucose value on 05/01/2025 was a backfilled egv of 68 mg/dl.

Manufacturer narrative:
(B)(4).